Event description:
A reporter called lifescan on behalf of the pt and alleged the one touch ultra meter powers off during use. The pt did not receive medical attention and did not take any action following use of the meter. The customer care representative performed troubleshooting and verified the meter powers off before the automatic shut off. The meter and test strips were replaced and return is expected.